Manufacturer narrative:
Customer stated it was first noticed 08/13/2024. Photos were provided by the customer. The photos show the zipper end / stopper appears to have come off. Cubby beds customer support made multiple attempts to gather information relevant to the event. Follow up 9/9/24, 9/10/24 (3 emails). 9/18/24 (2 emails). 9/24/24. 9/25/24. 9/26/24. 9/30/24. 10/02/24. 10/04/24 (2 emails). 10/16/24. 10/24/24. There was no additional information provided by the customer that was relevant to the investigation and possible cause of the damaged zipper. Cubby beds sent replacement safety sheets, but the issue is with the canopy zipper. The replacement order number for the safety sheets is # (B)(4). A loaner canopy was shipped 10/24/24. The damaged canopy was requested to be returned and a return shipping label was included with the loaner canopy. All inspections of the canopy were performed successfully and there were no nonconformances documented in the manufacturing records. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
The zipper on the canopy, which seals the bottom of the bed, came undone allowing the child to get out of the bed. The family initially noticed that the sheet zipper seemed slightly off track. While it zipped properly at first, it starts to unzip at the end of the zipper. It appears that the zipper end piece may have come off. There was no injury as a result of the event.